Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID#(B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025 and left activated at the sub-therapeutic dose of 1ma. On (B)(6) 2025, the patient experienced hypotension and low heart rate with concerns about worsening ejection fraction and was admitted to the intensive care unit. The unit physician thought barostim may have caused the issue, and barostim therapy was deactivated on (B)(6) 2025.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6, h11. In the opinion of the barostim managing physician, barostim did not cause or contribute to the event, and the event was solely caused by the patient's medications. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025 and left activated at the sub-therapeutic dose of 1ma. On (B)(6) 2025, the patient experienced hypotension and low heart rate with concerns about worsening ejection fraction and was admitted to the intensive care unit. The unit physician thought barostim may have caused the issue, and barostim therapy was deactivated on (B)(6) 2025. The patient was discharged home and barostim was reactivated on (B)(6) 2026. As of (B)(6) 2026, in the opinion of the barostim managing physician, barostim did not cause or contribute to the event, and the event was solely caused by the patient's medications.